Manufacturer narrative:
H3: one device was received for analysis. Service history review identified that the device had not been in service yet. The reportable issue was confirmed and the root cause of the root cause of the issue was a defective air detector. The air detector was replaced.

Event description:
It was reported that the device alarmed for air in hose set. There was no reported patient involvement.